Manufacturer narrative:
Reporter occupation = radiology tech. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified run off procedure, a flexor ansel guiding sheath became stuck in the patient and subsequently separated. The separated portion of the device was removed via surgical intervention. Additional information has been requested, but is unavailable at this time. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: d10, h3: the device will not be returned to cook. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 22jan2021. Access was obtained in the right femoral artery. Another manufacturer's 0.035-inch wire guide was used and the complaint device was advanced over the iliac bifurcation and was "parked" almost to the popliteal. An unspecified angled catheter, wire, and balloons were used for serial ballooning of the anterior tibial artery, without a good result. Imaging reportedly showed good flow to the foot. The vessels were very calcified from the common iliac to tibial vessels. The peroneal and posterior tibial arteries were occluded. The anterior tibial was the only patent vessel; however, tight calcified stenosis was reported five centimeters from it's origin. The user inserted the dilator and a wire guide into the lumen of the sheath upon removal of the device; however, upon meeting resistance at the mid-superficial femoral artery, the physician removed the dilator. The physician continued to pull the device back but the tip would not move. The shaft of the device then uncoiled and separated, leaving half of the sheath in the patient, with the tip in the superficial femoral artery. A surgical cut-down procedure with endarterectomy and patch was performed to remove the separated portion of the device from the common femoral artery.

Event description:
Additional information was received via FDA medwatch report mw5098826 on 15feb2021. An angled glide catheter and v18 wire were used to catheterize the anterior tibial artery. The wire guide was advanced further into the mid-anterior tibial artery to cross a 100% occluded lesion. A two-millimeter balloon was advanced over the wire; however, the balloon would not cross the lesion. Angioplasty was performed for three minutes proximal to the occlusion and the user attempted to cross the lesion again, without success. The user then advanced 1.25-millimeter and 1.5-millimeter coronary balloons, which were able to cross the lesion. Angioplasty was performed at eight to ten atmospheres for approximately three minutes, and an angiogram was performed showing 75% restoration of lumen patency. Because of the calcification within the vessel, the user decided to stop at that point and finish the procedure. Completion angiography confirmed blood flow to the foot through the anterior and posterior tibial arteries. At that point, the user attempted to remove the complaint sheath. No additional information was received regarding details of the sheath removal, separation, or intervention.

Manufacturer narrative:
Additional information: b2, b5. Summary of event: as reported, during an unspecified run off procedure, a flexor ansel guiding sheath became stuck in the patient and subsequently separated. The separated portion of the device was removed via surgical intervention. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. Although lot information was not provided by the user facility, a document-based investigation evaluation was performed. Based on the information available, current evidence indicates that the device was manufactured to specification. Adequate inspection activities have been established, and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU warns, "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." Based on the available information, cook has concluded that the patient¿s anatomy contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.